Event description:
A consumer reported via the manufacturer's representative (rep) they had good therapy post-operatively and were getting good pain relief. However, sometime in 2016 they weren't getting much benefit from stimulation, and it wasn't in the proper area. The consumer thought the change in therapy occurred around the time they were outside during a lightning storm. There were no traumas/falls reported related to the issue. It was noted the rep. Saw the consumer earlier in the day on (B)(6) where they were using 8+ for voltage, there were normal impedances, and no anomalies were found. Reprogramming was attempted but didn't address the therapy issue.

Event description:
Additional information received from the manufacturer's representative (rep) reported an x-ray of the implantable neurostimulator (ins) and leads were ordered by the physician. The rep. Was going to refer to the x-ray and reprogram as needed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.